Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the manufacturer to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries. Possible lot#'s: 6h07258n05 and 6h0225n05.

Event description:
As reported by the user facility: nurse had needlestick injury after starting IV. Reports clips did not deploy. Nurse immediately put sharp in sharp container, so no sample for return. Nurse having follow up care per protocol for hospital. Additional information provided by the facility indicated the nurse is fine, and all protocol blood work testing results are negative. The exact lot number is not known. Three possible lot numbers were reported.